Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that feels the areas she has inserted may have scar tissue/lumps/bumps. And patient experienced high blood glucose level and treated with a manual insulin injection event on (B)(6) 2026.